Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. The analyst noted that the rv coil impedances are varying from 86 ohms to 127 ohms. It was suspected that this impedance fluctuation is likely due to the patient's history of chf and copd. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a highly variable defibrillation coil impedance. The patient has congestive heart failure (chf) and chronic obstructive pulmonary disease (copd) which may be contributing to the variable impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.